Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise shortly after implant. Later, there was another episode of oversensing of possible non-physiological noise. Technical services (ts) provided troubleshooting and recommended x-rays. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to noise that could not be resolved. A new transvenous implantable cardioverter defibrillator (ICD) was successfully placed at this time. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise shortly after implant. Later, there was another episode of oversensing of possible non-physiological noise. Technical services (ts) provided troubleshooting and recommended x-rays. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to noise that could not be resolved. A new transvenous implantable cardioverter defibrillator (ICD) was successfully placed at this time. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
Investigation summary: this s-ICD operated appropriately in the laboratory setting. Investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion. With all of the available information, including device data and information from the field regarding patient testing performed, the investigation determined this device exhibited oversensing due to noise that was consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, a definitive cause of this sensing behavior has not been determined. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.